Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available.

Event description:
Customer reported receiving readings of 114 mg/dl, 144 mg/dl, 113 mg/dl, 122 mg/dl and 147 mg/dl. Customer reports making no changes to her diabetes medication based on these results. She reports experiencing symptoms of "acting drunk, being unable to speak" and then losing consciousness. Paramedics were called and the customer was treated with orange juice, hard candy, and peanut brittle.